Event description:
Device 2 of 3. Reference MFR report #1627487-2012-12578, 12580. The patient reported after being reprogrammed stimulation became strong. The patient also reported swelling at the ipg which coincided with the reprogramming. Reportedly, the system was explanted, approximately 3.5 years ago.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.